Manufacturer narrative:
Report of an explanted aortic valve after an implant duration of approximately nine (9) years due to calcification and stenosis. The explanted device was not returned to edwards for evaluation, therefore, the root cause of this event cannot be confirmed or identified. There is no information to suggest a device relationship to the patient's death; cause and time of death are unknown. Updates will be reported when available. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was learned that an edwards aortic bioprosthetic valve, implanted approximately eight (8) years and nine (9) months, was explanted due to stenosis and calcification. The explanted device was replaced with another edwards bioprosthetic valve. It was also learned that the patient expired; despite multiple attempts with the healthcare provider, the date and/or time of death have not been provided.